Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-49323. It was reported that the patient experienced pain at the lead site. As a result, surgical intervention took place on (B)(6) 2020 wherein the leads were buried deeper. Post-operatively, the pain subsided.